Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support to reset the pump, which resolved the malfunction without recurrence, and was advised to monitor for any future issues and call back if the malfunction code reappears.